Event description:
It was reported to boston scientific corporation that during a procedure on (B)(6) 2012 using a pinnacle posterior pelvic floor repair kit, the capio bullet broke off the suture. The bullet detached where it meets the suture. It was the first leg and happened while being loaded into the capio device. The problem occurred outside the patient. The case was completed with another of the same device with no harm or complications to the patient.

Event description:
It was reported to boston scientific corporation that during a procedure on (B)(6) 2012 using a pinnacle posterior pelvic floor repair kit, the capio bullet broke off the suture. The bullet detached where it meets the suture. It was the first leg and happened while being loaded into the capio device. The problem occurred outside the patient. The case was completed with another of the same device with no harm or complications to the patient.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that both lead sutures and needles were missing from their respective leg assemblies. The capio device was not received for analysis. The cause for this event could not be determined.

Manufacturer narrative:
(B)(4): needle detachment.